Event description:
Asr patient is seeking legal action. No additional information is available at this time. Update - (B)(4) 2011 - litigation papers allege the patient began experiencing pain and discomfort in her hip. She was revised due to pain. Update - (B)(4) 2013 - amended litigation papers (class action lawsuit) received (B)(4) 2012 alleges patient suffered pain, swelling, use of cane when walking due to pain. Update - (B)(4) 2013 - primary operative report and sticker sheet received (B)(4) 2012. Unknown depuy hip changed to total acetabular implant and femoral implant added to complaint.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.